Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Radiographic findings from the surgical notes show a cementless hip in satisfactory position and alignment with no evidence of loosening, polyethylene wear or osteolysis , bone quality throughout the pelvis and proximal femurs appears normal. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient is still experiencing pain approximately 8 month post right total hip revision surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00875706001, continuum tm cup, 62208327. Unknown, unknown liner, unknown. Unknown, unknown ceramic head, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08559, 0001822565-2017-08560.

Event description:
It was reported that the patient is still experiencing pain after several revisions. Attempts to obtain additional information have been made; however, no more is available.